Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous de novo mid right coronary artery (mrca). The 2.75x48mm xience xpedition stent delivery system was deployed; however, a long distal edge dissection was noted. A 2.75x28mm xience alpine stent was used to treat the dissection; however, cause a second dissection. A third 2.75x15mm xience alpine was used to treat the second dissection. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effects of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional xience xpedition device referenced is filed under separate medwatch report number.